Event description:
There were no reports of an injury or death. The fe reported the system locked up intermittently.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The rtos board was replaced. The system was tested and found to be working as intended and put back into service.